Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that the device could not be detected. As a result the device was replaced. It was reported that there were no adverse consequences to the patient.